Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch. Isometrics testing was performed which a small amount of noise was observed but not being oversensed. Technical services discussed troubleshooting with the health care professional. The lead remains in service at this time. No adverse patient effects were reported.